Manufacturer narrative:
Concomitant medical products: olympus double bending cannula swing tip catheter, unknown model. Boston scientific jagwire wire guide, unknown model. Cook fusion quattro extraction balloon, fs-qeb-a. Cook fusion titan biliary dilation balloon, fs-bdb-4x4. Cook zilver 635 biliary self-expanding metal stent, zilbs-635-8-8. Boston scientific radial jaw forceps, unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The tip of the wire guide is bent approximately 2 cm from the distal end. Approximately 6.0 cm to 10.2 cm from the distal end, the wire guide covering has folded over itself. Approximately 10.2 cm to 26.7 cm from the distal end is a section of bare core wire. The wire guide has no additional kinks nor rough surfaces. A piece of wire guide covering, approximately 4 cm in length was provided with the returned device. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for lot number that was received with the device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use then instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. As reported to customer relations, "after removing plastic stents, an acrobat wire guide was placed in the left hepatic duct using another manufacturer's swing tip catheter. Then, another manufacturer's wire guide was placed into the right hepatic duct using the swing tip catheter as well. After both wire guides were placed, we went over each wire guide to get a hepatogram. Upon realization of the tight stricture in the left hepatic duct, we placed the cook fusion titan biliary dilation balloon over the left hepatic wire guide (the acrobat) to dilate the intrahepatic stricture. The dilation balloon was removed and exchanged for the first cook zilver 635 biliary self-expanding metal stent. Upon introduction of the stent into the ampulla, we noticed that the acrobat wire guide [coating] had frayed. We were able to place the stent up into the duct over the wire guide and successfully deployed the stent. Upon removal of the stent and wire guide, we noticed that not all of the wire guide was coming out. We then went down with another manufacturer's radial jaw forceps to remove the remaining piece of the wire guide, which appears to be the outer hydrophylic coating of the wire guide. We then went over the other placed wire guide [another manufacturer's] into the right hepatic duct and successfully deployed the second cook zilver 635 biliary self-expanding metal stent.